Event description:
Cardinal electric clipper event: hair removal done with new clipper head model# 4412a. The lower abdomen belt line or fold between abdomen and front of pelvis had blood in fold line after the prep. The prep was done with proper technique and done carefully. This clipper head has the cutting teeth above the metal guard versus the 4406 clipper head. Will avoid using this type of clipper head for groin or lower abdomen fold areas (prone to sensitive skin).